Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly, the pump was exposed to water. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.